Event description:
During a fire scene examination on october 26, 2016, two heating pads were found and identified as the sunbeam brand. The heating pads are not currently identified as the cause of the fire. This incident did involve the death of a (B)(6) woman who was a smoker, used an oxygen tank and was on hospice care at the time of the fire.

Event description:
During a fire scene examination on october 26, 2016, two heating pads were found and identified as the sunbeam brand. The heating pads are not currently identified as the cause of the fire. This incident did involve the death of a (B)(6) year old woman who was a smoker, used an oxygen tank and was on hospice care at the time of the fire.